Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: pain, component loosening - acetabular cup, noise and alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: pain. Update received: 11th july 2013 - added products: head and taper sleeve lot number and taken from surgeon confirmation form received: 15th july 2013 - added product: stem and further revision reasons: component loosening - acetabular cup, noise and alval / soft tissue reaction. Update rec'd 31 oct 2014 - implant date: (B)(6) 2007, revision date: (B)(6) 2013, marked as legal, added (B)(4), filled in all necessary mw boxes (relevant test/lab data, comorbidities, date of manufacture for all products, expiry date for all products, brand name for all products, common name for all products), manufacturing facilities for all products, construct type for all products. Patient is bi-lateral. See (B)(4) for left hip. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.